Event description:
It was reported that the patient was in the emergency room with the device found to be in backup mode. The device was reprogrammed. There were no adverse health consequences, the patient was stable.